Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Device data confirms a period of hyperglycemia for the reported event date. Multiple meal announcements were delivered during this time, yet the cgm glucose remains above 400 mg/dl. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by a failed insulin site, resulting in insufficient insulin delivery.

Event description:
On (B)(6) 24 an ilet user reported experiencing a high blood glucose (bg) event resulting in a visit to the ER. The event occurred on 7/14/24. The user called reporting issues with their infusion set, which was not delivering insulin properly. The user had eaten a cheeseburger, onion rings, and gatorade, but despite making meal announcements, both their dexcom continuous glucose monitor (cgm) and ilet were reading high (>400 mg/dl). The user reported feeling disoriented, with a dry mouth and nausea, and decided to call an ambulance to be taken to the hospital. The user was taken to the hospital by ems but was not admitted and received no insulin therapy. The user was released the same day (7/14/24). When the user removed the infusion set site, they noticed that the cannula was bent. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user has subsequently switched to using the convatec contact detach (23", 6mm) steel cannula infusion set.